Event description:
Subject underwent bilateral knee replacement in 2007 and was revised on (B)(6) 2014.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown knee. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.